Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing an issue since implant where their left leg does not want to pick up and instead drags. After the issue with their legs the patient had sudden extreme pain in the left leg and right back which continued for several days and still happens. Additionally, the patient indicated that the implant has not helped with their urinary incontinence since implant. The caller went on to say that each time they "tweak it" the patient feels stimulation in the left side or upper leg. According to the caller the patient had seen a neurologist who told them that the patient's pain and leg issue was not a stroke and advised the patient to follow-up with their "other" doctor. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.